Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The devices were not returned for analysis. A review of the lot history records could not be performed as the part and lot information regarding the complaint devices were not provided. The reported patient effects of cardiogenic shock, myocardial infarction, kidney failure, stroke, respiratory failure, hemorrhage, and perforation are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. Based on the information provided, a cause for the reported cardiogenic shock, myocardial infarction, kidney failure, stroke, respiratory failure, hemorrhage, and perforation could not be determined. The reported hospitalization and additional therapy/non-surgical procedure were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient deaths referenced in the article are filed under a separate medwatch report number.

Event description:
This is filed to report the serious injuries. It was reported through a research article identifying the mitraclip that may be related to the following: patient deaths, cardiogenic shock, myocardial infarction, kidney failure, stroke, respiratory failure, hemorrhage, perforation, medical intervention, and hospitalization. Details are listed in the attached article, titled ¿impact of preexisting coronary arterial disease in patients undergoing percutaneous mitral valve repair (mitraclip)."